Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified a hair-like debris within the sealed sterile pouch. Ftir spectrum analysis of the debris concluded that it was made of a biological material. The physical appearance suggests hair. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after opening sterilization packaging, a hair-like material adhered on the polyethylene liner. This surgery was finished with 51mm bipolar cup. No additional information available.